Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. Normal steps were completed as usual. There was some difficulty crossing the 29mm sapien 3 ultra resilia with the 29mm commander delivery system across the native valve. With some adjustments and manipulation of the 29mm commander delivery system, physician was able to get the valve across. The valve was deployed nominally at 70/30 depth (shooting for lower implant because patient had a permanent pacer already). Commander delivery system balloon was deflated, flex was taken off of the delivery system, and delivery system was pulled back to the arch. Pressure was very low at this time (around 30's-40's systolic), and patient had st elevations. Echo was quickly done and effusion was noted. On root shot, physician noted a left sinus or annular rupture. Called for perfusionist and put patient was put on bypass but was still declining. Patient left the cath lab alive, however per physicians conversation with family, the decision was made not to open surgically to fix and to let the patient expire. The patient did expire. There was no damage to the edwards devices. The perceived cause for difficulty crossing was a tight native valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The reported event was unable to be confirmed as no relevant procedural imagery was provided or device was returned for evaluation. Available information suggests patient factors (tight native valve) likely contributed to the event as it was reported that the patient had a tight native valve. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Additionally, more forces may require crossing through a tight native valve which can increase the stress on annulus during crossing, leading to the annulus rupture and potential injuries as reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.